Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the reported infection occurred approximately 4 years post-implantation of the device. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as the reported infection occurred approximately 4 years post-implantation of the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Event date sometime around (B)(6) 2016. Concomitant products: 00631005032 ¿ xlpe liner ¿ 62621349; 00620105200 ¿ trilogy locking ring ¿ 63220995; unknown competitors head ¿ unknown part and lot; pha0-0268 ¿ wright medical stem ¿ 1460123. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04654. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history report review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is unknown if product is being returned to zimmer biomet for investigation, as its location is unknown; however, an investigation has been initiated. Once the investigation has been completed, a follow- up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-02219; 0001822565-2017-02220; 0001822565-2017-02221; 0001822565-2017-02222.

Event description:
Legal counsel for patient reported patient experienced infection and groin pain post-implantation. Infection date of onset is unknown, groin pain began 3 months post-implantation. The patient was prescribed 6 weeks of intravenous antibiotic treatment and a pain management plan. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.